Event description:
Additional information was received that the mobile power unit was routinely replaced. There were no device issues at the time of the replacement.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial number: (B)(6)) is being evaluated following a reported exchange. The mpu was not returned for analysis and there were no pictures nor log files submitted for review. Additional information received from amj on 11jun2023 stated that the mpu was exchanged due to the periodic replacement according to the instructions for use (IFU) and that the mpu would not be returned. However, the heartmate IFU states in section 3, ¿powering the system¿, that the mpu requires little planned maintenance and should periodically, as needed, be cleaned with a damp (not wet) cloth to clean the exterior surfaces. The IFU does not list a periodic exchange of the mpu. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 28sep2020. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use and heartmate 3 patient handbook section 3, ¿powering the system¿, state that the mpu requires little planned maintenance and should periodically, as needed, be cleaned with a damp (not wet) cloth to clean the exterior surfaces. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was replaced with one that was used for two years.